Event description:
It was reported during follow up that the patients ipg was explanted and replaced resolving the issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patients ipg would not communicate with external devices following an unrelated procedure. A manufacturer representative confirmed the issue. Surgical intervention may be taken at a later date to address this issue.